Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter inside the syringe during use. The following information was provided by the initial reporter: material no: 305110 batch no: 8204970. It was reported that a white rubbery substance got sucked into the syringe when she loaded it with insulin from her vial today. Event description per email states: caller reported a white rubbery substance got sucked into the syringe when she loaded it with insulin from her vial today. Customer then loaded it into cartridge and then withdrew a little insulin so it (floater) came back into syringe chamber. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. Resolution: cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required. Cts to send the customer a replacement cartridge, customer acknowledged and understood no further action required.